Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) old female pt who received super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced anemia and numbness fingers, this case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. (B)(4).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however it is unk whether the product will be returned for quality assurance testing.